Event description:
IV fluids had been ordered for patient. IV bag spiked using primary IV tubing (smartsite infusion set). While tubing was being primed the tubing came apart at the proximal smart site.